Manufacturer narrative:
Additional information: the returned probe was evaluated. The tip was found to be bent in relation to the shaft. The root cause cannot be definitively determined, but possible causes include the denseness of the patient's bone or changes to the probe's trajectory during impaction. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and was found to contain sufficient instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a pedicle probe was bent during surgery. An alternative probe was used to complete the procedure. There were no reports of patient injury associated with this event.